Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve implanted 11 years underwent a valve-in-valve procedure due to mitral stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve with no issues.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm magna ease surgical valve underwent a valve-in-valve procedure after an unknown implant duration due to mitral stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve with no issues.